Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction:strip issue.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with tests results from results obtained of hi. The customer's expected fasting blood glucose test result range is 89 - 102 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer stated she does suffer from both high and low blood glucose levels, possibly reaching in the "hi" range if she does not eat properly. Customer stated she believed the reading of "hi" was accurate, as she had eaten chinese food earlier that night for dinner and that her glucose levels become very elevated when she does so. Customer stated that as a result, she then took her normal insulin dosage after receiving the reading of "hi" on (B)(6) 2016 and then produced a result of 161 mg/dl shortly after (unsure of exact time). During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the bathroom. The test strip lot manufacturer's expiration date is 01/20/2018 and open vial date at time of call is less than one week ago. The customer stated she has not had any recent changes in medications; customer stated she takes novalog, lantus, glipizide, and metformin for diabetes management. The customer provided the last five results from her log book: (B)(6).

Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction:strip issue. Returned meter and returned test strips evaluated with no defects found.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with tests results from results obtained of hi. The customer's expected fasting blood glucose test result range is 89 - 102 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer stated she does suffer from both high and low blood glucose levels, possibly reaching in the "hi" range if she does not eat properly. Customer stated she believed the reading of "hi" was accurate, as she had eaten chinese food earlier that night for dinner and that her glucose levels become very elevated when she does so. Customer stated that as a result, she then took her normal insulin dosage after receiving the reading of "hi" on (B)(6) 2016 and then produced a result of 161 mg/dl shortly after (unsure of exact time). During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the bathroom. The test strip lot manufacturer's expiration date is 01/20/2018 and open vial date at time of call is less than one week ago. The customer stated she has not had any recent changes in medications; customer stated she takes novalog, lantus, glipizide, and metformin for diabetes management. The customer provided the last five results from her log book: 161mg/dl (B)(6) 2016 n/a fasting:yes, hi (B)(6) 2016 06:00 pm fasting:yes, 219mg/dl (B)(6) 2016 07:00 pm fasting:yes, 197mg/dl (B)(6) 2016 01:00 pm fasting:yes, 85mg/dl (B)(6) 2016 10:00 am fasting:yes.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction:strip issue.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with tests results from results obtained of hi. The customer's expected fasting blood glucose test result range is 89 - 102 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer stated she does suffer from both high and low blood glucose levels, possibly reaching in the "hi" range if she does not eat properly. Customer stated she believed the reading of "hi" was accurate, as she had eaten chinese food earlier that night for dinner and that her glucose levels become very elevated when she does so. Customer stated that as a result, she then took her normal insulin dosage after receiving the reading of "hi" on (B)(6) 2016 and then produced a result of 161 mg/dl shortly after (unsure of exact time). During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the bathroom. The test strip lot manufacturer's expiration date is 01/20/2018 and open vial date at time of call is less than one week ago. The customer stated she has not had any recent changes in medications; customer stated she takes novolog, lantus, glipizide, and metformin for diabetes management. The customer provided the last five results from her log book: (B)(6).